Event description:
It was reported that emergency medical services treated the customer, who had low blood glucose at 32 mg/dl. Leading to the event, customer would not wake up and had had too much insulin. Customer was treated with glucose and customer was not taken to the hospital. Following the low blood glucose, customer's health care provider adjusted basal rates on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.